Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was sent to the customer site. The cse found gel in the probe and drain. The cse proceeded to clean the drain and replaced the probe. A repeat of the same sample yielded expected results. Siemens has reviewed the instrument data and no product non-conformance was identified. The quality controls (qc) were within range with no evidence of outliers and no consumables were replaced near the time of discrepant results. Review of the instrument data is suggestive of an improper dilution by the integrated multisensor technology (imt) probe for the initial sample. The laboratory is centrifuging samples for 5 minutes on the aptio system and not following the manufacturer's recommendation for centrifuging samples. Siemens cannot rule out contributing factors such as fibrin and/or cellular components in the plasma impacting proper sample aspiration. The customer stated they have had no new issues. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The same patient sample was retested on the same dimension vista instrument, resulting lower. The lower repeat result was reported to the physician(s) as the correct result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant sodium result.